Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump had watchdog timeout. The customer blood glucose level was 250 mg/dl. The customer was assisted with troubleshooting. Customer stated that they were able to clear the alarms. Customer stated that they were not able to rewind the alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to confirm watchdog timeout alarm and unable to perform any tests due to blank display.